Event description:
On 4/17/2025, a sales representative reported via phone that an ar-8973l-38-130 arthrex fibulock nail had an issue during a fibula fracture repair procedure on (B)(6) 2025. When the surgeon used the nail, the talons of the device were not deployed inside the patient. Nothing broke off the fibulock nail, and the device was removed in one piece from the patient; there was no harm. The complaint device was discarded, and no pictures were taken. An ar-8973l-38-180 arthrex fibulock nail with lot number 14895094 was used to complete the procedure successfully. The case was delayed for 3-4 minutes, and no additional anesthesia was administered. This occurred during use with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation, improper device surgical technique. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.